Event description:
Customer rpeorted four falsely elevated accutni results were obtained in the lab. Three of the four falsely elevated results were reported outside of the laboratory. Patient #2 was scheduled for a cardiac catheterization after the falsely elevated result was reported. This procedure was cancelled when the correct results were reported.